Manufacturer narrative:
This report is a response to uf report # (B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The return of the device has been requested, but it has not been received at the time of this report, so the device could not be evaluated and device failure could not be confirmed. It is not believed that this reported incident resulted from a manufacturing defect. The event description references a size 14-french device, but the catalog number references a size 16-french device. Clarification on the catalog and lot number has been requested. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report. We have assigned complaint number (B)(4) to this report.

Event description:
Mother called md and reported that the balloon in her son's amt gastro-jejunal tube was leaking and needed to be replaced. This tube was originally placed about two months ago; chart reviewed, procedural note indicates: the new amt 14-french, 1.5 cm, 30 j limp imv was placed. The upper endoscopy 18-french upper scope was advanced via the gastrostomy site. The duodenal bulb was identified in a sharp angle to the gastrostomy site. The endoscopy was advanced up to 40 cm into the duodenum. The guidewire was passed up to 45 cm and the endoscope was carefully removed. The gastrojejunostomy tube was threaded through the guidewire carefully after lubrication was performed to the guidewire. Once secured, the guidewire was removed and the g-j tube balloon was inflated. The patient will undergo upper endoscopy through the mouth, esophagus, stomach and to visualize the placement of the gastrojejunostomy tube. The jejunostomy limb showed no kinks or loops. It goes straight into the duodenum. Ten ml of water were infused with no leak of water into the stomach or resistant of the flow of water through the j-limb. Advice line note from md about two days ago: contacted around midnight on saturday that balloon partially out. Mother had replaced back into positioning. Concern was that when check balloon size did not seem to keep enough water (normally 4ml). Seemed to keep only 2ml in balloon when checking. Instructed to tape in place and further support with ace bandage. Procedural note from today: indications: toddler with broken amt g-j tube (balloon integrity compromised). He is undergoing upper endoscopy to assist with gj tube exchange. Procedure: firstly, the pediatric gastroscope was passed into the esophagus under direct visualization. Esophageal mucosa was normal in appearance. Scope was then advanced into stomach which was insufflated with air to flatten the mucosal folds for better visualization. Gastric mucosa was normal in appearance including retroflexed view. Purpose was to confirm that j portion was in position (i.e., not coiled in stomach). As was in good position, scope was removed. Visiglide guide wire was first lubricated with cooking spray and then inserted down existing jejunostomy, roughly 30-32cm distance (distance to achieve this was measured prior to insertion). Existing gj removed. From there, new gj tube placed into position over the guide wire. What was the original intended procedure: esophagoduodenoscopy - replaced tube with amt g-jet 16f x 1.5cm x 30cm, lot #16014127, exp 11/2018.

Manufacturer narrative:
Manufacturer narrative: this report is a response to uf report # (B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. A device history review was completed and no anomalies were observed. A visual and functional evaluation of the actual device was completed. The examination concluded that the reported incident is an isolated event and is not believed to have resulted from a manufacturing defect. We have assigned complaint number (B)(4) to this report. The catalog number was incorrectly listed as gj-1615-30 in the original report, the device is actually catalog number gj-1415-30 and the laser lot number is 15095286. The device was returned to the manufacturer after the original report was submitted. The manufacturer narrative was updated to include the evaluation of the device. (B)(4).